Event description:
It was reported that during device check, loss of capture and a decrease in sensing were noted. When repositioning of the lead was unsuccessful the lead was explanted and replaced. Patient condition was good after the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.